Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, an alert for upper out of range high voltage lead impedance was observed. The patient will continue to be monitored. The lead was explanted and replaced. The patient condition is fine.